Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) who found that the inspiratory pipe was full of white crusty residue similar to dried saline. The fse cleaned out the inspiratory pipe and the muff. Once medication was cleaned out of the ventilator, the ventilator passed preuse check and after pm it was released for clinical use.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).